Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user's caregiver reported that the ilet touchscreen had been accidentally cracked. The cause of the damage was unknown. The touchscreen was no longer operational, rendering the device nonfunctional. The agent initiated a replacement ilet to restore insulin delivery capability. No injury, symptoms, or blood glucose effects were reported.